Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) vial-mate reconstitution devices each cored a vial of aztreonam; further described as each device ¿took a chunk out when it was pushed down¿. The customer reported that after accessing each vial of medication, a particle was observed in the vial that was part of the blue rubber stopper of the vial. Further stating, ¿the first time, the debris was noticed immediately after mixing. They immediately mixed a new vial and the issue recurred a second time. The blue port adapter was never retracted and then pushed back into the vial. It was a one time push into the vial¿. This issue was identified during setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two device were received for evaluation. A visual inspection was done which observed that the two (2) samples were in the activated position, attached to the vials and solution bags. Upon further inspection, the particulate was observed inside the non-baxter vial in both samples. The particulate in the product vial was observed to be stopper material. A functional test was performed on both samples and both performed according to product specifications. The cause of the condition was determined to be misuse by smash activation/multiple activation. The instructions for the use of the device indicates that the blue port adaptor must not be pulled back out of the white vial gripper after reconstitution or step 6 should not be skipped. Should additional relevant information become available, a supplemental report will be submitted.